Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). The dermatone did not take a graft properly and it just took random pieces of skin.

Manufacturer narrative:
Investigation: during a functional test, no deviation could be detected. The result of this test was flawless. The blade-gap and the adjustment of the cutting head are in the range of tolerance. Batch history review: a review of the device quality and manufacturing history records was not possible because the device is a purchased part. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. Corrective action: according to sop (B)(4) a CAPA is not necessary.